Event description:
One of our orthopedic surgeons was performing an arthroscopic shoulder procedure on this patient's right shoulder with the arthrocare quantum rf12000 machine and after the surgery, it was noted that there was a burn of about 2-3 inches on patient's chest. After some investigation, we found there had been 3 other burns on 3 other patients after the same surgery had been performed by the same surgeon and same machine. We have 3 arthrocare quantum rf12000 machines. On the patient's chart, it is not documented which machine is used. All three machines were taken out of service while we did further investigation. We had another orthopedic surgeon using the same machine on a shoulder and knee procedure and neither patient showed signs of a burn. It was our feeling after investigation that the cause of burns was user error.

Event description:
One of our orthopedic surgeons was performing an arthroscopic shoulder procedure on this patient's right shoulder with the arthrocare quantum rf12000 machine and after the surgery, it was noted that there was a burn of about 2-3 inches on patient's chest. After some investigation, we found there had been 3 other burns on 3 other patients after the same surgery had been performed by the same surgeon and same machine. We have 3 arthrocare quantum rf12000 machines. On the patient's chart, it is not documented which machine is used. All three machines were taken out of service while we did further investigation. We had another orthopedic surgeon using the same machine on a shoulder and knee procedure and neither patient showed signs of a burn. It was our feeling after investigation that the cause of burns was user error.

Event description:
One of our orthopedic surgeons was performing an arthroscopic shoulder procedure on this patient's right shoulder with the arthrocare quantum rf12000 machine and after the surgery, it was noted that there was a burn of about 2-3 inches on patient's chest. After some investigation, we found there had been 3 other burns on 3 other patients after the same surgery had been performed by the same surgeon and same machine. We have 3 arthrocare quantum rf12000 machines. On the patient's chart, it is not documented which machine is used. All three machines were taken out of service while we did further investigation. We had another orthopedic surgeon using the same machine on a shoulder and knee procedure and neither patient showed signs of a burn. It was our feeling after investigation that the cause of burns was user error.

Event description:
One of our orthopedic surgeons was performing an arthroscopic shoulder procedure on this patient's right shoulder with the arthrocare quantum rf12000 machine and after the surgery, it was noted that there was a burn of about 2-3 inches on patient's chest. After some investigation, we found there had been 3 other burns on 3 other patients after the same surgery had been performed by the same surgeon and same machine. We have 3 arthrocare quantum rf12000 machines. On the patient's chart, it is not documented which machine is used. All three machines were taken out of service while we did further investigation. We had another orthopedic surgeon using the same machine on a shoulder and knee procedure and neither patient showed signs of a burn. It was our feeling after investigation that the cause of burns was user error.